Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed ec 41541 and was not detecting cassette. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. Device evaluation (completed 09-mar-2022): one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "system fault 41541." The reported issue was confirmed. The investigation determined that a faulty latch/lock optical switch flex was the cause of the reported issue. The latch/lock optical switch flex strip was replaced. A manufacturing DHR review was not performed because the device is over two years old, and the failure is unlikely a problem with the manufacture of the device. The pump has not been in for service prior to this time.